Manufacturer narrative:
Investigation summary: investigation completed by: (B)(6), pr #: (B)(4), cr#: (B)(4), type: MDR with sample. Part #: 381023, lot #: 7157557. As reported code: foreign matter. Event description: black spots like fm was on the catheter tip. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7157557 ¿ the lot number was built on afa line 11, from june 7, 2017 thru june 11, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis: observations and testing: received one unused iag/bc 22ga unit in an opened package from the lot number 7157557. All components were present and together. Visual/microscopic examination: there was a fleck of black fm observed on the shaft of the catheter tubing. The fm measured approximately .09 square millimeters. There was more silicone lube (non-foreign) than normal on the shaft of the catheter tubing. Investigation sample(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed foreign matter attached to excess lubrication on the catheter tubing. Investigation conclusion: the defect foreign matter; as stated as the reported code was confirmed with the returned unit. The black fm was identified as residual material from the manufacturing process. There was more silicone lube (non-foreign) than normal on the shaft of the catheter tubing. The customer experience was confirmed based on the evaluation that was performed on the returned unit. Root cause description: relationship of device to the reported incident: manufacturing. 5s cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product. Potential nonconformance includes any violations of the gmps including (B)(4), which defines the bd gowning policy. Lubrication ¿ the silicone lubrication is applied to the cannula/catheter assembly to minimize the insertion and threading forces during the usage. Foreign matter can be loosely attached to the catheter tubing due to the silicone lube.

Manufacturer narrative:
Date received by manufacturer has been corrected.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter, before use. There was no report of injury or medical intervention.